Event description:
It was reported that there was no output, sensing difficulty, high impedance, and oversensing. The lead was explanted and replaced. Further alleged that the patient "experienced inappropriate and/or excessive shocking" and a lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor fractured; full lead returned.